Manufacturer narrative:
Pump passed, self-test, displacement test. All buttons and screen function properly. However, moisture damage noted, on keypad traces. No damage noted, to keypad assembly and j1 connector on pcb1 was locked properly, during visual inspection. Unit successfully downloaded to thump. The electronic assemblies were inspected. And no anomalies noted. P-cap locked into place properly, during testing. No physical damages noted on unit. Customer concerns of keypad anomaly, frozen screen and flashing white display were not confirmed, due to unit properly functioning upon inserting battery. Unit successfully worked, while navigating menu. No anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a white screen sometimes when she deliver bolus or changing infusion set. It was reported that there was no response from any button on the keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported a frozen display. Customer reported a keypad anomaly and/or stuck button alarm. Troubleshooting was performed and the pump screen was scrolling without input from user and pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned. The customer will discontinue to use of the device.